Manufacturer narrative:
(B)(4). The complaint for a system error 2240 was not confirmed. The sample was requested but was not returned for evaluation. The patient reported the sample was no longer available. The root cause was undetermined. A labeling review was not completed because no use error was suspected. The lot number was not provided; therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A customer contacted (B)(4) regarding a system error 2240 alarm that appeared on the home choice (hc) during initial drain. (B)(4) explained the alarm indicated air had entered the setup. (B)(4) assisted the hp to clear the alarm by cycling power on the hc. (B)(4) spoke with the hp, who was unsure what caused the alarm. The hp said she had contacted her nurse regarding the alarm. The hc was operational and a swap of the device was not necessary. The patient was involved but there was no serious injury or medical intervention reported.